Event description:
The user reported that during a radial approach cardiac catheterization procedure, the guide wire broke while in the pt's left main artery and the broken fragment migrated to the aorta. The physician reported that the guide wire got caught inside the catheter and when he pulled on the wire to remove it while keeping the guide catheter in place, the outer coil may have come off. The wire fragment was visualized under fluoroscopy entering the left main coronary artery and then it entered the aorta and remained on top of the aortic valve above the heart. The wire fragment was removed using a snare once the lesion was opened and a stent had been placed to successfully restore flow in the left main artery. The incident delayed the procedure by three minutes. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. The user reported an additional suspect lot number for the device. Lot number k451597, manufacture date: 02/2013, expiration date: 01/31/2016. A copy of the user facility medwatch report is attached for reference. The user facility report does not contain a report number. A follow-up report will be submitted when the evaluation has been completed.